Event description:
It was reported that the physician's handheld will not hold a charge. The physician had another handheld and did not need a replacement handheld. It was reported that the handheld power cord was missing. The handheld that will not hold a charge was returned without a power cord. Analysis of the software was completed on (B)(6) 2014. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications.